Manufacturer narrative:
The product is manufactured in the us, but not marketed in the us. No similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens, -11.5/+6.0/091 (sphere/cylinder/axis) into the patient's eye. Reportedly the lens is "small and turning." It is unknown as to whether this lens remains implanted or not; attempts to obtain additional information have not been successful.

Manufacturer narrative:
B5 - corrected to: the reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens, -11.5/+6.0/091 (sphere/cylinder/axis) into the patient's eye. Reportedly the lens is "small and turning. It is unknown as to whether this lens has been explanted or not; attempts to obtain additional information have not been successful. H6 - patient code 2692 corrected to patient code 3191: secondary surgical intervention (lens explant). Claim# (B)(4).